Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy, catheter leak was suspected. No known impact or patient consequence was reported. No further information provided.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on distal luer tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 81913.